Manufacturer narrative:
The device remains in use supporting the patient; therefore, the root cause of the reported event could not be conclusively determined. However, the report of low speed events and pump stoppages was confirmed through the evaluation of the submitted system controller log files. The log files captured low speed hazard events and pump stoppages while the system was supported by the patient cable and mobile power unit. Based on the manufacturer's complaint history and similarly reported events, the events captured in the log files appeared to be consistent with a compromised wire in the device driveline. Additionally, x-ray images of the internal and external portions of the driveline were reviewed and showed an area of concern near the pump housing where the driveline appeared to be in tension. It was reported that the patient would remain on battery support and requested a non-grounded patient cable for use with the mobile power unit. The patient remains ongoing on lvad support with no further issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). On (B)(6) 2016, approximately 1 year and 2 months post-implant, it was reported that a red heart alarm occurred during the night while the pump was connected to the mobile power unit. The patient presented to the hospital and the cardiologist observed a pump stoppage in the system controller history. After checking the cables, the system controller was exchanged and the patient was discharged home. On (B)(6) 2016 another red heart alarm/pump stoppage event occurred during the night. The patient was admitted to the hospital and an x-ray evaluated by the hospital clinicians revealed tension on the driveline close to the pump. It was reported that the patient had gained an unspecified amount of weight since implant. The pump was kept on battery power and the patient was to be provided with a non-grounded power module patient cable for use with the power module. The lvad clinicians were discussing placing the patient on the emergency list for heart transplant. The patient was reportedly asymptomatic. No additional information was provided.